Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and therapy cable and was unable to reproduce the reported issue. The defibrillation electrodes used during the reported event were not returned to physio-control. After physio-control identified other unrelated repairs, the customer rejected the price quotation. The device was returned without repair, at the customers request. Physio-control performed a review of the electronic patient record indicated that the device had recognized a shockable rhythm. After the device was subsequently charged and CPR was stopped, the device lost the ECG signal, which caused the charge to be removed. During the next minute and 47 seconds, the ECG was intermittently viewable. The ECG signal was later regained and remained present throughout the event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when the electronic patient record of a patient event was reviewed, it was observed that the device had recognized a shockable ECG rhythm and charged defibrillation energy, however the shock was not delivered and the charge was removed when the device lost connection to its defibrillation electrodes (brand unknown). The patient did not survive the reported event.

Manufacturer narrative:
Section h4 manufacturing date of the initial medwatch report indicates: blank. Section h4 manufacturing date of the initial medwatch report should indicate: 03/19/2014.

Event description:
The customer contacted physio-control to report that when the electronic patient record of a patient event was reviewed, it was observed that the device had recognized a shockable ECG rhythm and charged defibrillation energy, however the shock was not delivered and the charge was removed when the device lost connection to its defibrillation electrodes (brand unknown). The patient did not survive the reported event.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death".

Event description:
The customer contacted physio-control to report that when the electronic patient record of a patient event was reviewed, it was observed that the device had recognized a shockable ECG rhythm and charged defibrillation energy, however the shock was not delivered and the charge was removed when the device lost connection to its defibrillation electrodes (brand unknown). The patient did not survive the reported event.

Event description:
The customer contacted physio-control to report that when the electronic patient record of a patient event was reviewed, it was observed that the device had recognized a shockable ECG rhythm and charged defibrillation energy, however the shock was not delivered and the charge was removed when the device lost connection to its defibrillation electrodes (brand unknown). The patient did not survive the reported event.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death". Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be (B)(6) 2019.